Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning triggered, and the lead exhibited a decrease in sensing and impedance. The lead will be tested in unipolar, and will be further evaluated. The lead remains in use. No patient complications have been reported as a result of this event.